Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H3: evaluation summary: x-ray demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surface of all three leaflets on the inflow and outflow aspects. Leaflet 3 had a 7mm tear down the mid section. Calcification was evident at the tear. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Wireform was exposed on commissure 3 and around leaflet 3 on the outflow aspect. Sutures remained attached to the sewing ring around leaflet 1. H10. Additional manufacturer narrative: customer report of calcific degeneration and leaflet tear was confirmed through observed calcification and leaflet tear. Calcification restricted leaflet mobility and led to stenosis. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation at this time. The root cause for the calcification and leaflet tear remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm valve was explanted from the aortic position after an implant duration of approximately 4 years and 7 months due to calcific degeneration leading to leaflet tear. A 23mm mechanical valve was implanted as replacement with good result. During the surgery, a non-edwards band was also implanted in tricuspid position. The device was returned for evaluation.